Event description:
The micro sagittal saw was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
The reported event of a bias current error was not duplicated; however, it was confirmed through inspection that the motor assembly including the tps flex was corroded.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device and a follow-up will be filed.

Event description:
The micro sagittal saw was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.